Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient experienced a urinary tract infection, pain, surgery for hematuria, anterioposterior and enterocele repair and admission to the emergency room for urinary frequency and severe burning.